Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was rerun on the same instrument and resulted lower, which matched the patient's previous results. The rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the luminometer was not working because it had been flooded with base reagent. The fse replaced the luminometer. The system was calibrated and quality controls were run, all of which were within range. The cause of the discordant, falsely elevated troponin result was a malfunction of the luminometer. The instrument is performing according to specifications. No further evaluation of this device is required.